Event description:
Home pt (hp) reports leak in cassette of homechoice set used for apd therapy. Pt was alerted to leak by "check lines and bags" alarm rec'd during prime on homechoice device, prior to pt connection. Pt discontinued treatment at time leak was noted. Per hp, no medical intervention was required and no pt injury resulted.